Manufacturer narrative:
There is no indication the access accutni+3 device was returned for evaluation. There is no indication service was dispatched for this reported incident. A definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported patient results were continuously elevated compared to the alternate instrument, and quality control (qc) appeared on the higher end involving the access accutni+3 assay used in conjunction with the access 2 immunoassay system. The customer had been experiencing fibrin issues with patient samples and performed troubleshooting but there was no improvement. The customer stated one patient had elevated troponin accutni+3 results and was admitted to the hospital from the emergency room (ER). The patient subsequently tested negative on the istat methodology. The customer was unaware of any additional patient treatment. There has been no report of current patient outcome. The customer stated qc was within range at the time of the event but on the higher end. No system issues were reported. The instrument was in operation.